Event description:
It was reported that the screw's head broke off but the rest of the screw stays in the patient until the plate is removed. The fragment of the screw could not have been removed, because it was totally screwed in and without the head it can´t be removed at this time. The fragment could not have been additionally secured as it's plane with the plate.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Lot number was not provided so device history record cannot be performed. Complaint evaluation revealed broken head of screw (torsional failure) and damage on the top of the screw head. The device met all material specifications as received. The most likely cause of the event is over- insertion of the screw. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.